Manufacturer narrative:
Event description: as reported, during a flexible ureteroscopy and using a ngage nitinol stone extractor, the basket did not open or close. The device was tested prior to use. The stone attempting to be removed was noted to be small in size. The basket was not observed to be damaged. A new basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned loose inside a clear plastic bag with the plastic tray and opened, outer pouch, for investigation. Inspection of the returned device noted: the mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The basket support sheath was severed. Slight kinks were felt, but could not be seen. The handle would not actuate the basket. The handle was disassembled during investigation and the basket could not be actuated manually. There is no evidence from device failure analysis that the device was manufactured out of specification. A review of the device history record found one related non-conformance related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Although, there was one related non-conformance to the reported failure mode, all non-conforming product was scrapped. There are 100% inspections to capture this non-conformance. Adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that non-conforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. There are 100% inspection activities in place to identify this failure prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: excessive force could damage device. Cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510k #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopy and using a ngage nitinol stone extractor, the basket did not open or close. The device was tested prior to use. The stone attempting to be removed was noted to be small in size. The basket was not observed to be damaged. A new basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence